Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed no delivery. Troubleshooting was done. Customer's blood glucose was 300 plus mg/dl. Customer declined to do troubleshooting. Customer requested for insulin pump replacement. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).